Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that battery voltage, pre/approaching elective replacement indicator (eri). The weekly trend in save to disk data file (B)(4) shows a minimum battery=2.72 to 2.66 volts between (B)(6) 2011 and (B)(6) 2011 and is before device recommended replacement time (rrt)<= 2.62 volt.

Event description:
It was reported that the physician was concerned about the rate of battery depletion in the device. The device is still in use and being monitored. No patient complications have been reported as a result of this event.